Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 22/apr/2019. Device evaluation: visual analysis of the returned device identified an underweight device, a fold crease, wear abrasion, and a broken device. A microscopic analysis was performed which identified a sharp edge assessed as a surgical impact opening, and a missing piece of the shell. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact, and a missing piece of the shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side rupture. Device has been explanted.